Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the power outage had caused the drawers to go offline, preventing users from reconnecting to both drawer and biometric identifier (bio ID) systems. A field service engineer (fse) found a "drawers not detected" message on the screen and identified that the tower had no power. After turning it on, there was no change. The fse then disconnected and reseated the cable at the tower, which resolved the issue. A communication sled replacement was recommended. It was confirmed that the machine was functioning correctly, and the customer confirmed it had been a connection issue resolved prior to the fse¿s visit. While onsite, the station's operation was verified, and the customer confirmed functionality within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawers are offline. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini drawers are offline. The customer stated that malfunction caused delay when user was trying to issue medication to patient. There were no adverse events or injuries reported based on this event.